Manufacturer narrative:
Sections b1 and b2: corrected. Section d6b: date of explant corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: incidental findings: a red, ring-shaped, tissue-like deposition was observed at the distal end of inflow cannula lumen. A specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The remainder of the pump cable and modular cable were not returned. The outflow graft was returned detached from the pump cover outlet port, with the outflow graft bend relief attached to the graft attachment hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Approximately 8" of the outflow graft was returned. Upon removal of the bend relief, the graft material showed no signs of distortion that would have been present during support. Additionally, the exterior of the graft revealed no significant presence of adhered tissue. Visual examination of the lumen of the outflow graft revealed no depositions or thrombus formation. Visual examination of the pump¿s remaining blood-contacting surfaces did not reveal any evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files were retrieved from (B)(6) and captured the pump functioning as intended. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and thromboembolism as potential late postimplant complications. This section also lists thromboembolism as a potential risk and adverse event. Section 6 of the IFU, under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There was deterioration in clinical state of the patient with falling mean arterial pressure of 40mmhg. Pump was replaced and started on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to severe dyspnea; several investigations were done, with suspicion on pneumonia and with further adjustment of therapy and left ventricular assist device (lvad) settings. The patient had stable blood pressure and underwent electrocardiography (ECG) and echocardiogram (echo), which showed dilated left ventricle (lv) with arterial pressure (ap) valve opening with every beat and decreased velocity speed on both cannuleas. No hemolysis was noted. During right heart catheterization (rhc) the lvad speed was adjusted accordingly to pulmonary capillary wedge pressure (pcwp) value, with improvement of clinical condition; computed tomography (CT) angio did not suggest outflow graft obstruction (ofg) obstruction; with stabilization of blood pressure and increase lvad revolutions per minute (rpm) team monitored decreasing and normalization of acid lactate level; log file analysis showed stable data, although echo data remained same; based on worsening blood laboratory data team decided on friday to perform pump revision and exchange; minor external outflow graft obstruction (eogo) was located at proximal part of outflow graft (ofg), pump was replaced and started.